Manufacturer narrative:
No failure was found, the xtr telemetry system recognized several extended pauses and generated high priority asystole alarms. Each of these alarms can be found in the ics print jobs and xhibit logs. The field service engineer went onsite to test the device, but it could not be completed because the equipment was in active use at the time of the visit. This report is complete, and this issue is considered closed. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete.

Event description:
Spacelabs received a report on june 19th, 2021 that on (B)(6) 2021 there was a failure to alarm for an asystole event on the central station. No injury was reported with this event.